Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: evaluation revealed a cracked battery compartment and a damaged battery cap. The battery cap threads were stripped and the cap was unable to tighten securely to the pump. A test cap was used for all testing. Evaluation also revealed dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment and a damaged battery cap. The battery cap threads were stripped and the cap was unable to tighten securely to the pump. Evaluation also revealed dim, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/16/2017.